Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026 at approximately 7:00 am, after sensor insertion, the patient's parent observed significant discrepancies between the dexcom cgm and a fingerstick blood glucose (fsbg) measurement. The cgm displayed "low," while the fsbg value was 80 mg/dl. Over the following 40 minutes, the parent reported that the cgm readings fluctuated rapidly between high and low values, although no additional specific cgm or fsbg readings were available. The patient subsequently lost consciousness (loc). The parents immediately contacted emergency medical services (ems) and the patient's primary care physician (pcp). Following medical advice, the parent administered 3 mg intranasal baqsimi. Ems arrived approximately 10 minutes later, performed a blood glucose measurement, administered an additional 3 mg glucagon injection, and initiated intravenous (IV) therapy. The patient regained consciousness approximately 5 to 10 minutes later. The parent was unable to recall the blood glucose value obtained by ems and declined to provide further details. The patient was transported to a medical center and was hospitalized for severe hypoglycemia. The patient remained hospitalized for five days. No additional cgm readings, fsbg values, or details regarding hospital treatment, including the volume of IV fluids administered, were available. On (B)(6) 2026, the patient was discharged from the hospital with instructions to follow-up with an endocrinologist and psychiatrist every three weeks. At the time of the report, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.